Manufacturer narrative:
Upon investigation of the actual device used in this incident found station running slow and freezing. A field service engineer inspected all e-compartment cables to ensure they were properly connected and reconnected the ssd cables. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es consistently lagging prior/after login. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.